Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that they had 4 batteries that only worked for a few hours. They had changed the battery but the display was blank. During the call the insulin pump turned back on but alarmed failed battery test. The alarm history showed 8 failed battery test alarms and off no power alarms. Blood glucose value was 181 mg/dl. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was monitored for several days, the insulin pump had normal operating currents, passed self test, passed off no power test, no unexpected low battery anomalies noted and no unexpected off no alarm anomalies noted. The insulin pump passed displacement test. The insulin pump had cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.